Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional shims were returned with missing ball bearings.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual evaluation concludes that the returned shim have both of components 1 and 2 disassembled / missing none of the missing / disassembled components. It was previously found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device is to be able to withstand ultrasonic cleaning which was not identified during development. Zimmer initiated a field action on december 11, 2014. The instrument was manufactured before the recall was launched before any re-design was implemented. As such, a previously addressed design issue is considered as the root cause.